Manufacturer narrative:
Conclusion: it cannot be determined from the available information whether the valve was placed lower than intended or whether it was only determined during intervention that the valve was too low. It cannot be determined if the valve was ultimately placed lower than intended as no procedural video images were available to review for analysis. A root cause of the low implant depth could not be determined from the information available. Inaccurate delivery is often influenced by patient anatomy and user technique as well as other pre-existing patient conditions. The clinical observation does not indicate a potential manufacturing issue. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the deployment of this transcatheter bioprosthetic valve, the valve was in too low a position. As the physician attempted to snare the valve to a higher position, the valve moved out of the target location into the ascending aorta. The valve was then moved higher in the ascending aorta and deployed. A second valve was then deployed in an appropriate position with resultant moderate paravalvular leak (pvl). A balloon aortic valvuloplasty was performed, reducing the pvl to a mild/moderate level. No subsequent adverse patient effects were reported.